Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that they received a unknown error (B)(6) 2015. Patient did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).